Manufacturer narrative:
This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery when filling the tubing. Customer's blood glucose was unknown. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did not exit. Customer was advised to do a complete set change. No further information reported.